Event description:
Additional information received indicating that there was no device malfunction just low battery. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
It was reported that the patient's battery was found to be almost dead which caused the device to malfunction so it was disabled. The patient has been referred for a replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.